Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and was unable to duplicate the noise that was reported by the customer. The ventilator passed all operational testing.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun. (B)(4).

Event description:
The customer reported that they can't get the adjust knob to adjust the map. He said that the limit cap/diaphragm is making a squealing noise. He said that the unit was running fine on a patient and they heard this noise and swapped the unit out. No patient harm reported.